Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to shorted q1 and u1 components on ECG b. The root cause for the shorted components could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.